Event description:
I had a hysterectomy and a bladder tack and rectocele in 2005. After about 2 years, I began having leakage problems, pain and bleeding. In 2007, I became unemployed and it was unable to seek proper medical care so I just had to live with it. Now that I am insured, I am unable to get the required procedure done because of the deductible and (B)(6) after the deductible. Also I have been at my present employment only (B)(6) months. It has been confirmed that I have this gyno mesh. The bleeding and pain are becoming more frequent and painful. My biggest question is if they found this out in 2008, why have I and other consumers not been aware of this until it has been on the media for class action lawsuits? What am I supposed to do? This situation has caused more pain physically and mentally and has been a toll on my family. Also I do not think that my present insurance company should be financially responsible for johnson & johnson defective product. I may not be the smarted person on earth, but it seems to me the FDA is also responsible for not informing the pts that the product implanted was defect and did not take the proper measures to contact consumers. We pay our tax dollars to the government to make sure these types of situations are made right. Gynecological examine and determined erosion on vaginal wall. Urologist that also did examination and saw the problem wanted to test, but I was unable to afford the procedure at this time.